Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the inflammation related to the infection was unknown.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed inflammation in the wound implanted on the head after surgery and returned to the hospital for anti-inflammatory hospitalization for more than a week. Now, the patient had recovered and was under normal treatment. It was unknown if there was more than a 50% reduction in symptoms. It was unknown if there were any expert opinions. Effective measures had not been taken and were not planned to be taken. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.